Event description:
It was reported that tandem mobi pump would not turn on when customer attempted to use replacement pump. There was no reported impact to the customer's blood glucose level. Technical support guided customer to place pump on charging pad and press and hold pump button, after which pump turned on, pump lights and sounds functioned as expected, customer understood pump had been off since it was newly received replacement, and issue was resolved.